Event description:
Description of event according to the initial reporter: on (B)(6) 2021 during the index procedure, a zdeg-p-34-204-pf (lot# e4129852) and catalog # zdeg-p-36-79-pf (lot# e937887) were implanted without difficulty. The degree of oversizing was not reported. No other devices were placed. Primary indication for implant was an aortic dissection with ¿aneurysmal evolution of a descending thoracic aorta dissection¿ noted. The primary tear was in the aorta at the level of the celiac artery. The proximal location of the dissection was proximal to the left subclavian artery and distal to the left common carotid. The distal location was the descending aorta, distal to the left subclavian (a query has been placed to clarify). There were no reported re-entry tears. Details on the proximal landing zone were not reported. The graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. Continued flow into the false lumen was reported through an unknown source. The patient was discharged on (B)(6) 2021. On (B)(6) 2021 (6 days post-procedure), a CT revealed the false lumen was partially thrombosed with the source of false lumen blood flow reported as a ¿minimal endoleak of type ib at t10¿. No device integrity issues, separation of study devices or migration were reported. On (B)(6) 2021 (69 days post-procedure), a CT revealed the thoracic false lumen was completely thrombosed. No device integrity issues, separation of study devices or migration were reported. Patient outcome: the endoleak had resolved without intervention by the next imaging reported. The patient remains in the study

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Unknown occupation. Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# pr (B)(4). H6) e2402 - no code available for endoleak. Summary of investigational findings: on (B)(6) 2021, during the index procedure, a zdeg-p-34-204-pf and zdeg-p-36-79-pf were implanted without difficulty. Primary indication for implant was an aortic dissection with ¿aneurysmal evolution of a descending thoracic aorta dissection¿ noted. The primary tear was in the aorta at the level of the celiac artery. The proximal location of the dissection was proximal to the left subclavian artery and distal to the left common carotid. The distal location was the descending aorta, distal to the left subclavian. There were no reported re-entry tears. The graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. Continued flow into the false lumen was reported through an unknown source. On (B)(6) 2021 (6 days post-procedure), a CT revealed the false lumen was partially thrombosed with the source of false lumen blood flow reported as a ¿minimal endoleak of type ib at t10¿. No device integrity issues, separation of study devices or migration were reported. On 28-oct-2021 (69 days post-procedure), a CT revealed the thoracic false lumen was completely thrombosed. No device integrity issues, separation of study devices or migration were reported. No adverse effects to the patient were reported. Review of device history record gave no indication of the device being produced outside of specifications. No images were provided and additional information was requested but not provided. Based on the limited provided information it has not been possible to establish a likely cause for the event. Endoleak is listed as potential adverse event in the IFU. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. After investigation the event for this pr# is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.